Event description:
Additional information received reported that the patient did not have an autopsy. According to the ICU report the patient had electromechanical dissociation (emd), this may have occurred due to the retrograde dissection, a block stent graft, or secondary rupture. Without an autopsy this could not be confirmed.

Manufacturer narrative:
Concomitant medical products: vamf3838c150te, (B)(4); vamc3232c200te, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aortic aneurysm. It was reported that after successful exclusion of the tevar procedure, the patient expired one day post index procedure from cardiac arrest. The physician assessed the event as not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.